Manufacturer narrative:
(B)(4): a visual examination of the returned device revealed that the tip of the pebax section had detached from the corewire, exposing the tip of the corewire. No corewire fracture evidence was found and the diameter of the device was found to be within specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire could not advance properly, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident. Similar complaint trend review revealed no other complaints reported for lot number 13560251. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011.according to the complainant, the physician experienced reistance while attempting to pass the guidewire through an ultratome. There was no damage reported to the guidewire. The procedure was completed with another of the same device with no patient complications.on (B)(6), 2012 investigation results revealed that the tip of the guidewire had detached, making this a reportable event.